Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the connector was separating from the product. It was reported that the product was incomplete or missing a component, and the connector separated from the product. The reported issues were confirmed. The most likely cause was traced to a component failure. It was also reported that the product was defective upon receipt. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product issue was noted when the ett was pulled out of the airway box in the delivery room for preparation in case the patient needed to be intubated. There was one tube without the hub attached. There was no patient involvement. Medtronic's initial evaluation of the incident device found a connector separation issue.